Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d), implanted for 26.9 months, is tenatively scheduled for a device replacement procedure. The patient expressed dissatisfaction with regard to device longevity.